Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had variable r-waves (both oversensing and undersensing), far field p-wave over sensing (ffpw), and oversensing occurring at the same time the device is running optivol impedance measurements. The lead remains in use. No patient complications have been reported as a result of this event.